Event description:
The customer reported that the 840 ventilator had a loss of communication error. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to run the ground isolation test and inspect, re-seat and/or replace the graphical user interface (gui) to breath delivery (bd) cable. The customer followed the tse recommendations and he was able to duplicate the alleged malfunction by flexing the gui to bd cable. Customer reported to have replaced the gui to bd cable. Customer has conducted final testing.